Event description:
It was reported that the pump's barrel clamp plunger was broke and the battery need to be replaced. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked, the bottom case on the front side was cracked, and the barrel clamp head was stuck part of the way open. A review of the event history log (ehl) identified depleted battery. During the functional testing was able to duplicate the reported issues. The root cause of barrel clamp being broke was due to the customers physical damage to the pump. The root cause of the depleted battery was due to normal wear as the battery was over 4 years old. Replaced barrel clamp guide and tapered spring. Replaced the battery. Performed power up process, preventative maintenance and all functional tests which passed. UDI information unknown.